Event description:
Procedure type: seps. According to the reporter: during procedure the plastic cover of the balloon fitted on the guide shaft was broken into two parts while surgeon was taking the cover off. Remaining part was lifted out of the cavity with difficulty. There was no report of operative time extension or increase of incision size. No pt injury was reported.